Event description:
It was reported that the implantable cardiac monitor exhibited oversensing and caused the patient discomfort. The device settings were adjusted and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).